Event description:
Technician alleged, brake worked, but caster still swiveled.

Manufacturer narrative:
Technician replaced 4 brake casters to resolve. Using risk analysis (B) (4). 7 line 32 to assist in determining reporting, brake fails in the locked positon as a risk index of l, I, b (life threatening, improbable, broadly acceptable). Hill-rom determines, this complaint to be reportable.